Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence with multiple new cartridges. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate therapy for diabetes management.